Event description:
Plaintiff alleges as a result of direct and indirect exposure to latex products, plaintiff has developed an allergy to latex and its components, including proteins. Plaintiff spouse alleges the loss of society, consortium and services of his spouse, and suffered economic loss.